Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3. Not evaluated reason: device not returned.

Event description:
It was reported that the pump battery gauge decreased from 30% to 5% while the pump was charging. Customer unplugged the pump and the battery gauge increased from 50% to 100% while disconnected from power source. There was no impact to the customer's blood glucose level. Customer indicated insulin pens would be used for back-up therapy.